Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and rewind required. Customer replaced the battery and it was not let her rewind. The insulin pump was not exposed to high magnetic environment. The time clock was visible on screen. Customer was able to successfully clear alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 130 during rewind, fault isolated to the motor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current, and active current measurements due to pump error 130. Verified the motor flex cable is completely plugged into electrical board properly.